Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm), for evaluation. Visual evaluation was performed, a fracture has been identified on the implant's collar. DHR review was completed for the subject lot number 63849299. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63849299, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number k011028, k013227.

Event description:
It was reported fracture. The patient came to the clinic because of missing teeth and was operated with a 4.7*8mm implant, which had good stability at the initial stage, but at a later stage, the patient returned to the clinic because of pain, and was found to have a loose implant, which was taken out, and was found to have ruptured at the neck of the implant. Tooth site # 36. Symptoms as a result of the event: pain.